Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed insulin pump error. Blood glucose was 200 mg/dl at time of incident. Troubleshooting was not completed. Device is expected to be returned for analysis.

Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error and alarm due to a broken force sensor was detected during seating or regular delivery.